Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open box from the lot number provided in the report. The label matches the product returned. A photo of the product label confirming the product and lot number was also received. No photo of the actual device was provided. The product return consisted of only the 2-way handle and the outer box. The irrigation adapter, loading catheter, trigger cord and barrel were not received. A complete functional test could not be completed due to only the handle being received. The handle was tested and functioned as intended. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation due to the condition of the returned device said to be involved. Only the handle was returned for evaluation and it functioned as intended. A definitive cause for the reported observation could not be determined. The system preparation section of the instructions for use contains the following regarding the handle: "it has two positions which control rotation. Firing position allows handle to be rotated in forward direction only. Two way position allows handle to rotate in both directions." Additional information received indicates that this device was used with an olympus endoscope. The mbl-6-f is designed to work with fujinon endoscopes. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, the device was used with an olympus endoscope. The mbl-6-f is designed to work with fujinon endoscopes. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic procedure the physician used a 6 shooter saeed multi-band ligator and stated the device did not deploy properly claiming the wheel was not stiff. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.